Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that around thanksgiving of last year, patient had gone a couple weeks without turning their implant on and when they were able to turn the implant back on they experienced a jolt that felt like being struck by lightning. Patient confirmed that was the only time they have experienced that feeling. No further complications were reported.